Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. Therapy resumed with the actual product. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed in the lab due to a lack of sample. A batch review was not performed as lot information was not available. Based on the information obtained from baxter?s investigation, the root cause of the incident was due to improper set up. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's (B)(4) regarding a check lines and bags alarm that occurred on the home choice (hc) during prime. The hp confirmed he was not connected. The technical service representative (tsr) assisted the hp and nurse with troubleshooting. The hp confirmed there were air bubbles in a bag. The tsr instructed the nurse to push the spike into the bags and turn the bag over. The nurse stated the drain bag was moved and the error had cleared. There was no patient injury or medical intervention.